Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1335, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for sterilization. Consumer went to her doctor seeking sterilization and was pushed into getting essure. From the moment she was implanted, the pain never stopped. Her body immediately began rejecting this foreign object. For almost a year, she lived in agonizing pain. She was having contractions every single day. She gained 30 pounds in a matter of 3 months. She became depressed and next to useless. She wasn't the same person she had been prior to getting essure. She found out that this product contains nickel, a metal that she was highly allergic to. She went back to her doctor several times trying to find answers. She finally agreed it was time for essure to go and she had her removal done on (B)(6) 2015. After the removal she was no longer in pain, she was losing weight and regaining the energy she once had. Product technical complaint (ptc) investigation result received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then the pain never stopped, she lived in agonizing pain and was having contractions. She had essure removed and was no longer in pain. This event, interpreted as abdominal pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Considering the positive temporal relationship, and since the pain resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.